Event description:
During a routine mammosite radiation treatment, the transfer tube end of the hdr unit was not connected to the pt's mammosite balloon catheter. As a result, the source was exposed out of the end of the transfer tube to the side of the pt for the duration of the planned treatment. The mammosite catheter treatment lumen utilizes a male "luer-lock" connector. Therefore, it is necessary to interpose a "connector tube" with female "luer-lock" connector at its distal end in order to connect the nucletron transfer tube to the mammosite catheter. This "connector tube" has the effect of "defeating" the "fail-safe" interlock feature of the nucletron transfer tube, which is how this particular misadministration was permitted to occur. D4. Diagnosis or reason for use: lt breast ductal carcinoma.